Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument's power did not longer work at the front. It worked normally for approximately one hour, then stopped working. The monopolar cable worked with a new instrument. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook (pch) instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Additionally, the instrument was found to have two indentations/burrs on the edge of the distal idler pulleys. There were pieces missing. Grip cables adjacent to this indented pulley do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.